Event description:
A customer from the (B)(6) contacted us customer service via email. The customer alleged that it was difficult to remove the used lancet from the microlet2 lancing device. As a result, it was possible to be stuck again by the used lancet. The device was used by both the customer and her husband. It's not known if either of them received accidental needlesticks from each other's used lancets. Customer service attempted to follow up with the customer by email, but there was no additional communication.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date. Lancing devices are also not 510(k) cleared.